Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, low battery life was noted on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received the device was above eri. Bench testing revealed the device to be normal. Longevity analysis revealed the device to be within overall longevity.